Manufacturer narrative:
The distributor inspected the lift and found it functioning as designed. He could not duplicate the event. The lift is back in use. The distributor instructed staff on the proper lifting procedures.

Event description:
The nursing home staff alleged that while moving a resident from a bed to a wheelchair, they turned the resident and repositioned her legs to set her in chair and the lift tipped over to the left side. The staff alleged the legs were properly set on lift. The staff stated the patient had stiff legs and the staff had to position her legs one on each side of the mast. One staff member was positioned behind the lift and another positioned on the right side with hands on the resident. The resident fell on the nurse aid. The resident bumped her right upper forehead and obtained a partial skin tear/abrasion on her left arm. The nurse aid complained of back pain, was checked out in the ER and released.